Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was recently implanted with an lvad and was experiencing higher than normal power values. The pt¿s speed was reported at 9600 rpm and power level at 11 watts. A ramped speed study was performed and the ventricle was not able to unload, even at 11000 rpm. No sign of hemolysis was seen and pt looks and feels okay. Add¿l info received 5 days later confirmed that a pump exchange from one lvad to another lvad had taken place on (B)(6), 2012.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.